Event description:
Reporter indicated that when treating, neurologist attempted to increase the device duty cycle, the patient began to note a "burning" or "heat" sensation at the generator site. It was reported that the patient's pain is in the area of her left breast and often radiates into her left arm. This pain has progressively worsened over approximately 7 months time. Device parameters were subsequently decreased to previous settings. Device diagnostic testing performed while the patient was hospitalized was within normal limits, indicating proper device function. The elective replacement indicator was no, ruling out generator battery end of life. X-rays reviewed by treating neurologist did not reveal any obvious discontinuities in the vns therapy system. Stimulation was temporarily discontinued, after which the patient's symptoms reportedly subsided; however, the patient cannot withstand long periods without vns therapy. It was reported that during the half-hour to one-hour cessation of stimulation, the patient deteriorated clinically. Treating surgeon indicated that the patient might be suffering from inflammation at the generator site and suggested treatment with intra-site application of steroids. Treating neurologist did not agree with the surgeon's diagnosis because of the cessation of pain in the absence of stimulation. Neurologist reportedly believes that the generator is dissipating heat and should therefore be replaced. Neurologist does not suspect nerve damage and indicated that the patient did not manipulate the device through the skin. The patient has been referred for surgical consult.

Event description:
The patient underwent revision surgery, at which time it was discovered that the lead electrodes were not attrached to the vagus nerve. Both the lead and generator were replaced. The burning sensation has resolved with the device replacement. The lead assembly was returned to manufacturer for analysis. The reported events of burning or heat sensations are not duplicate in the laboratory environment. Visual examination of the lead assembly identified incisions, punctures in the silicone tubing, and exposed sections of the lead coils; however, it is unknown whether these conditions existed during the implant life. The condition of the returned portion of the lead, in general, is consistent with conditions that typically exist following an explant procedure. The lead pin showed evidence of a proper mechanical and electrical connection as expected. The pulse generator was also returned to manufacturer for analysis. Device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no, ruling out generator battery end of life. Visual examination performed prior to decontamination showed that the septum was cored and contained dried blood in the septum cavity. There were no performance anomalies or any condition found with the pulse generator that would have contributed to the reported events; however, if the septum was cored during the implant life, this may have been a contributing factor to the paresthesia. The likely cause of the patient's symptoms is the fact that the lead electrodes were not attached to the vagus nerve. The reason that the electrodes were not attached has been ascertained.